Event description:
During cardiopulmonary bypass, the centrifugal pump stopped momentarily. The pump was hand-cranked until an alternate device was employed. The procedure was concluded without incident. There was no adverse consequence to the pt as a result of this event.